Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Patient was revised to address acetabular cup loosening and elevated metal ion levels.

Manufacturer narrative:
Patient was revised to address osteolysis, poly wear, and loosening of the stem at the cement/implant interface. Depuy cement was used in the primary surgery. Doi (B)(6) 2001 - dor (B)(6) 2012 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. A lot code for the associated cement product was not provided. The investigation has determined that the stem product code is now obsolete. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.